Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient had severe anemia due to contralateral gastric ulcer hemorrhage due to the bumper (internal fixation plate) of the peg tube. An upper gastrointestinal endoscopy showed ulceration on the opposite side of the bumper, no exposed vessels, good position of duodenal tube. It was thought that since the external fixation plate was displaced, there was a 5cm excess of the peg tube. Therefore, this excess part was pushed in, and as a result, the bumper had been hitting on the contralateral side of the stomach wall. The external fixation plate was returned to the original position, and vonoprazan fumarate and a mucosal protective agent were started. As a treatment for the gastric ulcer hemorrhage and anemia, 3 units of map (mannitol-adenine-phosphate) were transfused. The patient was discharged from the hospital with no hemorrhage after resuming meals. On (B)(6) 2020, the patient visited the physician as an outpatient. Hemoglobin was 11, which showed no decrease.